Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedances measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the clinic is aware of the issue and has no plans to bring the patient in for any additional troubleshooting. The patient planned to continue to be monitored remotely. No adverse patient effects were reported.